Event description:
It was reported that when the kit was opened, the swg was noted to be inserted in the feed tube in the wrong direction. The straight side of the swg was coming out from the distal end of the feed tube. This event occurred in the pt's room. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred to the pt. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction. Therefore, it is reportable.

Manufacturer narrative:
(B)(4).